Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 240-250 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 270 mg/dl.